Manufacturer narrative:
An event of infection was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure proper packaging and sterility. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the device, right atrial (ra) lead, right ventricular (rv) lead, and left ventricular (lv) lead were explanted and replaced due to infection. The patient was stable and there were no adverse consequences.